Manufacturer narrative:
On 25 september 2019, it was reported that during testing the week of (B)(6) 2019 it was noted the base was damaged. The customer returned a skin graft mesher device, serial number ((B)(4)), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet on (B)(6) 2019 revealed that the comb was bent and the ratchet gear was missing. The pretest could not be performed due to the damaged comb. Repair of the skin graft mesher was performed by zimmer biomet which included replacement of the comb and ratchet gear. Skin graft mesher, serial number ((B)(4)), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the reported event was never confirmed during inspection of the device. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It has been reported during testing it was noted the base was damaged. There was no harm or injury to the patient, and no delay in the procedure. The event occurred during testing. Through investigation it was found that there was a bent comb discovered during testing. No adverse events were reported as a result of this malfunction.